Event description:
It was reported that a patient felt stimulation even when there was no reason for him to feel stimulation. The reporter stated that the patient lay on his stomach to be programmed and even at 0 volts the patient would 'hit the ceiling.' It was reported that when the patient went by his dog's wireless fence it 'took him to his knees.' The patient also felt stimulation in the upper ribcage and bilaterally in the legs. It was noted that the clinician programmer showed that stimulation had been off since (B)(6) 2012. It was reported that the patient had been changing between programs and because of enhanced holiday security he was being 'jolted left and right' from theft detection devices. The reporter stated that the patient's nerve conduction pathways may be abnormal due to medical illnesses. It was noted that the patient had a history of mercury poisoning that rendered him disabled and he developed lyme disease while he had the implant. It was reported that the patient went to the bathroom 75 times per day. The reporter stated that it may be a bio-physical issue with the patient and the patient had identical issues with earlier devices (see MFR report # 6000032-20 13-00018). Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3093-28, lot# v850462, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Follow up information received reported that the cause of the event was the patient¿s concomitant issues of mercury poisoning and lyme's disease. Impedance measurements taken on the implantable neurostimulator (ins) were reported to be within normal limits. Reprogramming was performed on (B)(6) 2013 where the patient was given 4 new programs. The patient still experienced the "unusual symptoms" when the lyme's disease flared up and was believed what the patient experienced was most likely due to their previous history. It was acknowledged that the patient's frequency/urgency issues were markedly worse with the ins therapy. The patient was referred back to their pain neurologist. The patient outcome was reported as no injury.

Manufacturer narrative:
(B)(4).